Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital with symptoms of dizziness and chest pain. The pacemaker was interrogated and episodes of noise were observed on the ventricular lead. It is unknown if the noise episodes resulted in dizziness. The lead was capped and replaced on (B)(6) 2019 and the patient was discharged from the hospital the following day. The patient was stable.